Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. The customer was advised to clean the washer manifold and repeat testing. Repeat testing was performed and the expected results were obtained.